Event description:
The customer reported that his olympus evis exera iii xenon light source had been dropped and was now cracked with the fan dislodged from the back of the unit. According to the initial reporter, this event took place during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was damaged, and the fan was no longer properly secured. Additionally, the unit was equipped with a non-olympus bulb and the lamp life meter was providing a reading of 200+ hours of use. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the dislodged/defective fan could not be identified. However, it¿s likely the cause is related to long term use. Olympus will continue to monitor field performance for this device.